Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02832. It was reported the patient's drg leads were broken. A diagnostics check confirmed impedance problem. Consequently, one of the patient's leads was replaced. Postoperative, stimulation therapy was restored and the issue was resolved.